Event description:
It was reported by the physician, the catheter was twisted, and the intra-aortic balloon (iab) would not inflate correctly. They also stated due to the dangerous disease, the patient expired. They do not feel it was due to the iab.

Manufacturer narrative:
Follow-up report will be filed, if additional information becomes available.